Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the lower display had two interrupted lines. The display was not an available spare part, so the device was scrapped. (B)(4).

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. There was no patient involvement.